Event description:
A customer reported that the power button on their pump was malfunctioning, requiring multiple presses to operate. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.